Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found no visible damage to lens . (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -10.5/+1.0/x109. (B)(4). Method: work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer -10.5/+1.0/x109 diopter lens in the patient's left eye (os) on (B)(6) 2015. Excessive vaulting with significant reduction of indo-corneal angles was noted. The lens was explanted on (B)(6) 2015 and was exchanged for a smaller lens. This resolved the problem. Post-op visit on (B)(6) 2015 - ucva was 20/20.